Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead exhibited high pacing impedance. The lead was not used and replaced. There were no patient consequences.